Event description:
It was reported that during a breast biopsy, a plastic piece broke off the device and was left in the breast tissue. No pt consequence.

Manufacturer narrative:
H4,6: information anticipated, but unavailable at this time.